Event description:
A malfunction alarm from the tandem mobi cartridge was reported. The customer declined to provide information regarding an impact on their blood glucose level. Technical support confirmed the cartridge alarm and arranged to replace the pump. The customer will continue to use their current pump as backup therapy and was provided instructions on returning the problematic pump while being informed about the process for receiving the replacement.